Event description:
It appears that this was an endovascular coiling procedure of an aneurysm located either in the posterior cerebral artery (pca) or in the posterior communicating artery (pcoma). A subarachnoid hemorrhage (sah) appears to have been preexisting. Response to follow up questions confirms that sah in the pca. It is unknown whether the neuroform stent was used for vessel remodeling or for coil embolization support. The approach to the target area appears to have been from the internal carotid artery (ica) because it was noted that the stent system was unable to pass through the cavernous sinus. The vessels were tortuous and there was a significant bend. After the stent markers were aligned, a first attempt was made to deploy the stent, which was met with resistance. The physician adjusted the microcatheter in response to the resistance and the stent prematurely deployed. Response to follow up questions confirms the stent deployed in the pcoma, which appears to be near the target lesion because the physician states that the stent was in the proper place prior to adjustment of the microcatheter. The procedure was aborted. There was no intervention for the deployed stent. It appears that the patient was treated medically for the sah. No patient complications were noted.

Manufacturer narrative:
H020002/s5. A review of the device history record (DHR) was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications upon its release. The root cause of premature deployment during use cannot be conclusively determined. However, potential causes include, but are not limited too: failure of the user to sufficiently tighten the rotating hemostasis valve (rhv), securing the 2f stabilizer and 3f microdelivery catheter; using the 2f stabilizer catheter to advance the system, excessive interference between the guidewire and stent, and damage to the 3f microdelivery catheter caused by excessive force. Since issues were reported with difficulty advancing the catheter and subsequent issues with the length and/or distance of distal end of the catheter, it is likely that kinking, accordion or other damage from excessive force may have shortened the effective length of the outer microcatheter. This likely was a result of tortuosity and excessive force and handling during use. A corrective and preventative action had been initiated to address this issue. The directions for use (dfu) for this product family in the warnings section states "advancing the 2f stabilizer catheter independently from advancing the 3f microdelivery catheter may cause premature deployment of the stent. Do not use the 2f stabilizer catheter to push the stent out of the delivery system." As a result, the most probable cause for this reported complaint has been classified as handling damage.